Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had an increase in urinary symptoms and accidents while experiencing intermittent stimulation sensation. There were no accidents or bodily injury associated with the event. The patient realized their implantable neurostimulator (ins) was off. The ins was turned on to program 4 and turned up from 2.4 to 2.9, but the patient was only feeling intermittent stimulation. The patient turned stimulation up to 3.2, the highest allowable setting on program 4, but still only felt intermittent stimulation. The patient switched to program 3 from 5.4 to 5.9 to see if symptoms would decrease. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v990442, implanted: 2012-(B)(6), product type lead product ID 3889-28, lot# v990442, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).